Manufacturer narrative:
Corrections in section part a patient's information added d1 and d2 brand name has been added. And d4 model and serial number added. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer on may 20, 2025. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the scope broke during procedure by surgeon. No negative impact in state of health reported.

Manufacturer narrative:
The device was sent to the karl storz service department for inspection. During the technical inspection, the error description provided by the customer, broken during procedure, could be confirmed. The customer's statement broken during procedure can be confirmed regarding the breakage. The optical shaft is broken off proximally. The break shows significant mechanical damage. The shaft must have been subjected to additional crushing around the breakage. Due to the breakage, the optics have been destroyed, and imaging is no longer possible. According to the information provided, this damage was caused by the user and is not due to a manufacturing/production defect. This is an isolated defect. No further action will be taken. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID_(B)(4).